Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported problem was able to be duplicated. The cause of the issue was found to be that the plunger left case screw hole is broken. The plunger case was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during the motor drive and occlusion test, a knocking sound could be heard. Patient involvement is unknown.